Event description:
Customer alleges that when a patient was scanned on a brilliance ict, a gas bubble between the colon and stomach was not detected on the scan. The size of the gas bubble was fairly small on the original acquisition and this was found on a follow-up scan.

Manufacturer narrative:
(B)(4). We have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. Initial MDR mailed on (B)(6), 2011.